Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed due to a component failure of the universal cable; the light guide bundle was chipped; the connection points between the light guide connector, the video cable, and the universal cable were loose. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure of the universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had image distortion during inspection for use. There were no reports of patient harm.